Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. We visually inspected and functionally tested spectrum iq infusion pump. Incoming inspection of the device found no signs of operation damage and incoming flowrate tests found the device to deliver within specifications. The device was tested with 2 different tubing sets (0.104, and 0.103) for 4 runs at 125ml/hr flow rates for 60minute. The device was found to be delivering within +/-5% from target with all of the infusions but the last. The results were -3.1%, -4.4%, -5%, and -5.6% respectively. The device failed the 2nd attempt of run#2(0.103) with -5.6% due a known occlusion alarm occurring during testing of the device. Once the occlusion condition was fixed, the flow accuracy results improved from -5.6% to -4.9%. Device was also tested with the last infusion rate observed in the event history log at 168 ml/hr rate for 60minute; the device was found to be delivering within +/-5% from target (-4.3%). No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy (medication, dose, programmed amount and delivery rate unknown) using unspecified tubing, bag, and set. The problem was found in the intensive care unit (ICU). There was no known patient injury or medical intervention associated with this event. No other information is available.